Manufacturer narrative:
B3. Event date was estimated based on the earliest procedure date noted in the literature article. H6. Patient codes: e2401 insufficient information was used to capture other vascular complications experienced by the patients in this article. Details of the event, including patient status and product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Low, m., gray, b. H., dicks, a. B., ochiobi, o., blas, j. V. V., gandhi, s. S., & carsten, c. G. (2023). Comparison of complications and cost for transfemoral versus transcarotid stenting of carotid artery stenosis. Annals of vascular surgery, 89, 1 to 10. Https://doi.org/10.1016/j.avsg.2022.08.014.

Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced tia, ischemic and hemorrhagic stroke, dissection, bleeding, hypotension, pneumothorax and other vascular complications. In some of these cases, intervention was required. The aim of the study was to provide a more complete analysis by comparing tfcas with tcar treated patients enrolled in a prospective database with additional retrospective review and in-hospital cost analysis. One hundred thirty-seven patients were included in this analysis. Seventy-seven patients were treated with tfcas, and 60 patients were treated with tcar. The timing of the procedure was typically beyond 30 days of symptoms and not performed within 48 hr. The following adverse events were experienced by patients during and post procedure: transient ischemic attack (tia) (3.3%), ischemic (1.7%) and hemorrhagic stroke (1.7%), dissection (1.7%), bleeding (3.3%), hypotension (3.3%), pneumothorax (3.3%) and other vascular complications requiring treatment (3.3%). The following additional intervention was required: 1.7% of patients required intubation or resuscitation and 5% of patients required rbc/whole blood transfusion. It was also reported that there were treatments required to treat the vascular complications but no details regarding the treatments were provided. No further information was provided to boston scientific.